Event description:
It is reported that the screw wouldn't seat correctly in the locking plate. When placed in a different hole on the locking plate the screw seated and worked properly.

Manufacturer narrative:
Evaluation summary: as returned, one of the locking holes appears to have some thread damage likely due to cross-threading. Cause cannot be definitely determined. Evaluation: device history records indicate all components were manufactured and inspected to specification.